Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Visual inspection on the main coil was returned stuck to non bsi catheter tip. After removing the coil from the catheter, it was observed that the coil was stretched and kinked at proximal section. No more damages were observed. The pouch was returned, and it was observed that the pouch information matches with the complaint information. The functional test could not be performed since the device was returned incomplete.

Event description:
It was reported that the coil protruded from the catheter upon removal. The target lesion was located in the internal iliac artery. A 12mm x 40cm interlock-35 coil was selected for use. During the procedure, the coil was advanced through a 5fr non-boston scientific catheter and became stuck when the coil was advanced a little out of the catheters distal tip. The coil device could not advance further or be withdrawn. The coil was removed together with the catheter. The procedure was completed with another of same device. No patient complications were reported.

Event description:
It was reported that the coil protruded from the catheter upon removal. The target lesion was located in the internal iliac artery. A 12mm x 40cm interlock-35 coil was selected for use. During the procedure, the coil was advanced through a 5fr non-boston scientific catheter and became stuck when the coil was advanced a little out of the catheters distal tip. The coil device could not advance further or be withdrawn. The coil was removed together with the catheter. The procedure was completed with another of same device. No patient complications were reported.